Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team forwarded photographic evidence to jabil where a visual inspection was conducted. Visual inspection of the returned sample revealed that the 2.7mm va lcking screw slf-tpng with t8 stardrive recess 16mm was missing from the sealed packaging. The package was sealed with no visible damage. Per the complaint and accompanying photographic evidence, the complaint condition was confirmed as a non-sterile package with missing product. The condition was confirmed based on the evidence provided. A dimensional inspection was unable to be performed due to not being applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the va lockscr ø2.7 head 2.4 self-tap l16 ss, p/n: 02.211.016 would contribute to the complained device issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: manufacturing location: monument manufacturing date: 24-mar-2022 part number: 02.211.016, 2.7mm va lckng screw slf-tpng with t8 stardrive recess 16mm lot number: 739p917 lot quantity: (B)(4). Eleven pieces were scrapped in cell at op mill shaft thread/thread, as set-up pieces. Six pieces were scrapped in cell at op, sputter coating. Four for unacceptable color and two for chip wrap. There was also a one-piece count variance (under count) recorded at this operation. Production order traveler met all inspection acceptance criteria apart from the seventeen pieces noted. Inspection sheet, in-process / inspect dimensional / final inspection, met all inspection acceptance criteria. Packaging label logs (pll) lmd rev ad were reviewed and determined to be conforming. A total of 306 labels were printed; 222 labels were placed on product; 2 labels were used on the plls and 82 labels were destroyed. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in spain as follows: it was reported that on (B)(6) 2022, the product arrived with the package sealed well but without the product inside. This was discovered upon preparation to sterilize the product. There was no patient involvement. This report involves one 2.7mm va lckng screw slf-tpng with t8 stardrive recess 16mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Additional product codes: hrs. Facility is a distributor. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.